Manufacturer narrative:
Model number/catalog number: sc-4318,batch/lot number: 22659866,model/catalog description: clik x anchor sterile kit.

Event description:
A report was received that the patient was experiencing pocket discomfort and difficulty charging the ipg. The patient underwent a revision procedure wherein the ipg was replaced and an anchor was removed. The patient was doing well postoperatively.

Manufacturer narrative:
A review of the manufacturing documentation for the ipg and anchor revealed that no anomalies or deviations potentially relate to the event occurred during the manufacturing.

Event description:
A report was received that the patient was experiencing pocket discomfort and difficulty charging the ipg. The patient underwent a revision procedure wherein the ipg was replaced and an anchor was removed. The patient was doing well postoperatively.